Event description:
According to the reporter: the seal on the cap on the 5mm top for the 15mm trocar flew off the cap when it was opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/09/2015.